Event description:
Consumer reported complaint for error message (e-2). The customer reported feeling dizzy; customer stated that she had contacted the doctor on the day of the call but had not been able to speak with the doctor. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 03/19/2026 and open vial date is (B)(6) 2025.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (dizziness) and customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.